Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was confirmed during evaluation, the issue of ¿adhesive residue, mechanical damage to the distal end' was caused by the bending section cover cementing defect and bending section cover leak. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchofiberscope exhibited adhesive residue, mechanical damage to the distal end. The issue occurred at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date.

Event description:
No additional information received from customer.